Event description:
The lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that the product display issue of black marks was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the lfs products for evaluation, but has not yet received them. If the lfs products are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.